Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hyperglycemia on the reported event date, beginning with a supply change on (B)(6) 2024. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values when it was able. The ilet was appropriately triggering device and cgm glucose alerts. Insulin dosing was stopped on (B)(6) 2024 due to an occlusion alert, and on (B)(6) 2024 when the cartridge ran out of insulin. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set and a failure to follow the ketone action plan. In addition, a failure to respond to device alerts related to occlusion and empty insulin cartridge contributed to the severity of this event.

Event description:
On 6/19/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced diabetic ketoacidosis (dka) resulting in hospitalization. The event occurred on 6/10/24. The user reported the dka incident resulted in a 5-day hospital stay. The user is currently on their previous therapy and has been in contact with their endocrinologist. The user will not restart the ilet immediately due to upcoming travel out of the country. Multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.